Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr. Qc 2: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation was lay user/patient. The initial reporter states the finger was "excessively squeezed" when obtaining the inr result of 5.2 on (B)(6) 2020. The results reported (B)(6) 2020 at 10:25 am & (B)(6)-2020 at 9:21 am accompanied by "c" indicate that the meter recognized the sample as control and results may be erroneous. The suspect product was requested to be returned and the replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results on coaguchek xs meter serial number (B)(4). The meter result on (B)(6) 2020 was 5.2 inr at 10:22 am. The meter result on (B)(6) 2020 was 6.9 inr "c" at 10:25 am. The meter result on (B)(6) 2020 was 3.6 inr at 12:30 pm. The test was repeated since the patient had squeezed his finger to obtain the sample. The therapeutic range was 2.0-3.0 inr and the patient testing frequency was weekly.